Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic,pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), memory impairment ("forgetfulness"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), visual impairment ("vision problems"), fatigue ("fatigue,"), migraine ("migraines") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, memory impairment, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, migraine and abdominal distension outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal distension, abdominal pain, dysmenorrhoea, dyspareunia, fatigue, memory impairment, menorrhagia, migraine, pelvic pain, vaginal discharge and visual impairment to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2013 (discrepancy noted, as per ppf). She received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, menorrhagia (heavy menstrual bleeding, vaginal discharge, vision problems, fatigue, other, migraines, bloating and forgetfulness: unknown. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s)-not specified. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, vaginal discharge, vision problems, fatigue, other, migraines, bloating and forgetfulness and lab data updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.